Event description:
Device malfunction: premature deployment. Time of malfunction: during device preparation. Symptoms/ae: na. It was reported that during device preparation the absolute stent prematurely deployed. This occurred outside of the body and there was no pt involvement. Though requested, no additional info was provided.

Manufacturer narrative:
The customer reported the device will not be returning. The lot number was provided. Review of the device history record did not reveal any non-conforming materials reports which could have contributed to this complaint.